Event description:
It was reported that a wireless module for a spectrum infusion pump will not connect to the network. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The wireless module was received by baxter and the reported symptom could not be confirmed. The device was tested and met specification. Additionally, the module was coupled with a known good pump, with the baxter (B)(4) configuration installed, making sure the battery and pump are able to communicate with the baxter (B)(4) and receive the ip address and gateway information from the baxter (B)(4) network. No malfunction could be identified.